Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked at approximately 138.0 cm from the proximal end. The pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. The embolization coil was undamaged and intact with the pusher assembly. The pusher assembly outer diameter was unable to be measured due to the pusher assembly kink. Conclusions: evaluation of the returned smart coil revealed that the pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. If the mid-joint becomes retracted through the friction lock, resistance will likely be experienced while advancing the device. Forcefully advancing the device against this resistance likely resulted in the kink on the pusher assembly. During functional testing, the embolization coil was unable to advance within its introducer sheath due to the mid-joint being retracted proximal to the friction lock. After properly re-sheathing the device into its introducer sheath, the embolization coil was able to advance through its introducer sheath and a demonstration microcatheter with resistance due to the kink on its pusher assembly. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure to treat a large temporal occipital arteriovenous malformation (avm) using penumbra smart coils (smart coils). During the procedure, the physician successfully placed a smart coil in the target vessel. While attempting to advance the next smart coil, the smart coil would not advance within its introducer sheath; therefore, it was removed. The procedure was completed using other smart coils. There was no report of an adverse effect to the patient.